Event description:
It was reported to philips that the geometry module's button was missing which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.